Manufacturer narrative:
Patient is in their 70's. PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed into a patient during a ptbd procedure. During the drainage process, it was noted that the catheter was leaking at the hub. The device was removed and replaced with a device from another company. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Additional information: product received on: 23 august 2018. Investigation: evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, as well as a functional test, visual inspection and dimensional verification of the returned device was conducted during the investigation. One used 8.5fr mac-loc catheter with a metal cannula was returned for evaluation. Biological matter was present on the device and no additional surface damage was noted. A leak test was conducted and confirmed the presence of a leak between the catheter tubing and connector cap. Tug and twist tests revealed that the proximal assembly was secure. Upon removal of the cap, the suture string was found to be wound in the threads. The flare appeared lopsided with a lip, but due to the compression of the flare within the cap and the potential for damage upon removal, it cannot be determined if the flare has been manufactured to specifications. Dimensional analysis confirmed all components were within the correct specifications and tolerances, however, a physical inspection revealed that the number of threads showing on the adapter exceeded what was detailed in manufacturing specifications. Additionally, a document based investigation evaluation was performed. Proper procedures are in place to identify and prevent this failure mode prior to device distribution. The instructions for use (IFU) instruct the user to inspect the product prior to use to ensure that no damage has occurred. A review of the device history record revealed nonconformances for fittings not properly secured, incorrect end hole, damage labels, out of round/rough side ports and incorrect component fits and all affected devices were identified and scrapped out or reworked prior to device release. It should be noted that no other complaints were associated with this lot number. Based on the information provided, the examination of the returned product and the results of our investigation, a definitive cause could not be established. It is possible that the root cause is manufacturing related. Possible factors that could have contributed to the cause include the presence of the suture within the threads of the cap and adapter assembly that interfere with the seal during torqueing, inconsistencies in flaring and the silicone insert being punctured due to improper threading although these factors have not been confirmed. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.